Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. The stent subsequently dislodged from the delivery device, however, was successfully retrieved without incident. The pt status is listed as "okay".